Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a sensor error alarm and a lost sensor alarm. Customer's blood glucose was 49 mg/dl, which was treated with food. During troubleshooting, it was found that the wrong transmitter ID was programmed. Customer had to remove sensor in order to correct transmitter.